Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), menorrhagia ("abnormal bleeding (menorrhagia)") and cardiac flutter ("fluttering") in a 33-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hiatal hernia, irritable bowel, crohn's disease and gallbladder operation. Concurrent conditions included seasonal allergy, musculoskeletal discomfort, neck pain, gastritis, abdominal pain, cholelithiasis, umbilical hernia, anemia, dyspepsia, presyncope, swelling of legs, eye movement disorder, enlarged thyroid, dizzy, sinusitis, colitis microscopic, stress, nonsmoker, sore throat, congestion nasal, astigmatism, allergic rhinitis, obesity, chest pain, difficulty breathing, diarrhea, indigestion and hot flashes. Concomitant products included acetylsalicylic acid (aspirin), loratadine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and mood altered ("extremely moody"). In 2015, the patient experienced abdominal distension ("bloating/abdominal swelling"), vaginal discharge ("vaginal discharge") and hypoaesthesia ("numbness in face"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), cardiac flutter (seriousness criterion medically significant), rash ("skin rashes"), headache ("headaches"), alopecia ("hair ioss"), pelvic pain ("pain"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), heart rate increased ("pulse racing"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), allergy to metals ("nickel allergy,"), urticaria ("hives"), rash macular ("red blotches that itched really bad"), cardiac murmur ("heart murmur"), back pain ("back pain"), weight increased ("weight gain") and vaginal odour ("vaginal odor"). The patient was treated with iron, ibuprofen (motrin), phentermine (adipex), marvelon (desogen), caffeine, fluticasone propionate (flonase), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation oct 2010). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, menorrhagia, cardiac flutter, rash, headache, abdominal distension, alopecia, vaginal haemorrhage, palpitations, hypertension, heart rate increased, tooth disorder, mood altered, migraine, allergy to metals, urticaria, rash macular, hypoaesthesia, cardiac murmur and back pain outcome was unknown, the pelvic pain, dysmenorrhoea, fatigue, vaginal discharge and vaginal odour had resolved, the dyspareunia was resolving and the weight increased had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, cardiac flutter, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, headache, heart rate increased, hypertension, hypoaesthesia, menorrhagia, migraine, mood altered, palpitations, pelvic pain, perforation, rash, rash macular, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion essure confirmation test: 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headaches, back pain, weight increased, dysmenorrhea, tooth disorder, abdominal distension, pelvic pain, allergy to metals, rash, dyspareunia, palpitations, cardiac murmur, hypoaesthesia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), heart palpitations, fluttering, high blood pressure, pulse racing, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, extremely moody, migraines, nickel allergy, hives, red blotches that itched really bad, vaginal discharge, numbness in face, heart murmur, back pain, weight gain, vaginal odor were added. New reporter, patient information, lot number, treatment and concomitant medication, historical and concomitant conditions, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), menorrhagia ("abnormal bleeding (menorrhagia)") and cardiac flutter ("fluttering") in a 33-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hiatal hernia, irritable bowel, crohn's disease and gallbladder operation. Concurrent conditions included seasonal allergy, musculoskeletal discomfort, neck pain, gastritis, abdominal pain, cholelithiasis, umbilical hernia, anemia, dyspepsia, presyncope, swelling of legs, eye movement disorder, enlarged thyroid, dizzy, sinusitis, colitis microscopic, stress, nonsmoker, sore throat, congestion nasal, astigmatism, allergic rhinitis, obesity, chest pain, difficulty breathing, diarrhea, indigestion and hot flashes. Concomitant products included acetylsalicylic acid (aspirin), loratadine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and mood altered ("extremely moody"). In 2015, the patient experienced abdominal distension ("bloating/abdominal swelling"), vaginal discharge ("vaginal discharge") and hypoaesthesia ("numbness in face"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), cardiac flutter (seriousness criterion medically significant), rash ("skin rashes"), headache ("headaches"), alopecia ("hair ioss"), pelvic pain ("pain"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), heart rate increased ("pulse racing"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), allergy to metals ("nickel allergy,"), urticaria ("hives"), rash macular ("red blotches that itched really bad"), cardiac murmur ("heart murmur"), back pain ("back pain"), weight increased ("weight gain") and vaginal odour ("vaginal odor"). The patient was treated with iron, ibuprofen (motrin), phentermine (adipex), marvelon (desogen), caffeine, fluticasone propionate (flonase), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery ablation (B)(6) 2010. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, menorrhagia, cardiac flutter, rash, headache, abdominal distension, alopecia, vaginal haemorrhage, palpitations, hypertension, heart rate increased, tooth disorder, mood altered, migraine, allergy to metals, urticaria, rash macular, hypoaesthesia, cardiac murmur and back pain outcome was unknown, the pelvic pain, dysmenorrhoea, fatigue, vaginal discharge and vaginal odour had resolved, the dyspareunia was resolving and the weight increased had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, cardiac flutter, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, headache, heart rate increased, hypertension, hypoaesthesia, menorrhagia, migraine, mood altered, palpitations, pelvic pain, perforation, rash, rash macular, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion essure confirmation test: 2007: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headaches, back pain, weight increased, dysmenorrhea, tooth disorder, abdominal distension, pelvic pain, allergy to metals, rash, dyspareunia, palpitations, cardiac murmur, hypoaesthesia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('disrupted essure device consisting of two shiny metallic coils'), menorrhagia ('abnormal bleeding (menorrhagia)') and cardiac flutter ('fluttering') in a 33-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatal hernia, irritable bowel, crohn's disease, gallbladder operation, multigravida, parity 4 and multigravida (4). Concurrent conditions included seasonal allergy, musculoskeletal discomfort, neck pain, gastritis, abdominal pain, cholelithiasis, umbilical hernia, anemia, dyspepsia, presyncope, swelling of legs, eye movement disorder, enlarged thyroid, dizzy, sinusitis, colitis microscopic, stress, nonsmoker, sore throat, congestion nasal, astigmatism, allergic rhinitis, obesity, chest pain, difficulty breathing, diarrhea, indigestion, hot flashes and anxiety disorder. Concomitant products included acetylsalicylic acid (aspirin), loratadine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and mood altered ("extremely moody"). In 2015, the patient experienced abdominal distension ("bloating/abdominal swelling"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and hypoaesthesia ("numbness in face"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cardiac flutter (seriousness criterion medically significant), rash ("skin rashes"), headache ("headaches"), alopecia ("hair ioss"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), allergy to metals ("nickel allergy,"), urticaria ("hives"), rash macular ("red blotches that itched really bad"), back pain ("back pain") and vaginal odour ("vaginal odor") and was found to have heart rate increased ("pulse racing"), cardiac murmur ("heart murmur") and weight increased ("weight gain"). The patient was treated with caffeine, corticosteroid nos, desogestrel;ethinylestradiol (desogen), iron, phentermine (adipex), and surgery (salpingectomy (bilateral removal of fallopian tubes) and thermachoice endometrial ablation with hysteroscopy on (B)(6) 2010. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, menorrhagia, cardiac flutter, rash, headache, abdominal distension, alopecia, vaginal haemorrhage, palpitations, hypertension, heart rate increased, tooth disorder, mood altered, migraine, allergy to metals, urticaria, rash macular, hypoaesthesia, cardiac murmur and back pain outcome was unknown, the pelvic pain, dysmenorrhoea, fatigue, vaginal discharge and vaginal odour had resolved, the dyspareunia was resolving and the weight increased had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, cardiac flutter, cardiac murmur, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, heart rate increased, hypertension, hypoaesthesia, menorrhagia, migraine, mood altered, palpitations, pelvic pain, perforation, rash, rash macular, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: results: total bilateral occlusion. Diagnostic results: essure confirmation test: 2007: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headaches, back pain, weight increased, dysmenorrhea, tooth disorder, abdominal distension, pelvic pain, allergy to metals, rash, dyspareunia, palpitations, cardiac murmur, hypoaesthesia. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Lot number: 621669 manufacturing date: 2006-09 expiration date: 2008-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('disrupted essure device consisting of two shiny metallic coils'), menorrhagia ('abnormal bleeding (menorrhagia)') and cardiac flutter ('fluttering') in a 33-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatal hernia, irritable bowel, crohn's disease, gallbladder operation, multigravida, parity 4 and multigravida (4). Concurrent conditions included seasonal allergy, musculoskeletal discomfort, neck pain, gastritis, abdominal pain, cholelithiasis, umbilical hernia, anemia, dyspepsia, presyncope, swelling of legs, eye movement disorder, enlarged thyroid, dizzy, sinusitis, colitis microscopic, stress, nonsmoker, sore throat, congestion nasal, astigmatism, allergic rhinitis, obesity, chest pain, difficulty breathing, diarrhea, indigestion, hot flashes and anxiety disorder. Concomitant products included acetylsalicylic acid (aspirin), loratadine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and mood altered ("extremely moody"). In 2015, the patient experienced abdominal distension ("bloating/abdominal swelling"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and hypoaesthesia ("numbness in face"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cardiac flutter (seriousness criterion medically significant), rash ("skin rashes"), headache ("headaches"), alopecia ("hair ioss"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), allergy to metals ("nickel allergy,"), urticaria ("hives"), rash macular ("red blotches that itched really bad"), back pain ("back pain") and vaginal odour ("vaginal odor") and was found to have heart rate increased ("pulse racing"), cardiac murmur ("heart murmur") and weight increased ("weight gain"). The patient was treated with caffeine, corticosteroid nos, desogestrel;ethinylestradiol (desogen), iron, phentermine (adipex), and surgery (salpingectomy (bilateral removal of fallopian tubes) and thermachoice endometrial ablation with hysteroscopy on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, menorrhagia, cardiac flutter, rash, headache, abdominal distension, alopecia, vaginal haemorrhage, palpitations, hypertension, heart rate increased, tooth disorder, mood altered, migraine, allergy to metals, urticaria, rash macular, hypoaesthesia, cardiac murmur and back pain outcome was unknown, the pelvic pain, dysmenorrhoea, fatigue, vaginal discharge and vaginal odour had resolved, the dyspareunia was resolving and the weight increased had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, cardiac flutter, cardiac murmur, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, heart rate increased, hypertension, hypoaesthesia, menorrhagia, migraine, mood altered, palpitations, pelvic pain, perforation, rash, rash macular, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: results: total bilateral occlusion. Diagnostic results: essure confirmation test: 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headaches, back pain, weight increased, dysmenorrhea, tooth disorder, abdominal distension, pelvic pain, allergy to metals, rash, dyspareunia, palpitations, cardiac murmur, hypoaesthesia. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Reporters information and medical history were added. Event added: disrupted essure device consisting of two shiny metallic coils. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), rash ("skin rashes"), headache ("headaches"), abdominal distension ("bloating"), weight increased ("weight gain"), alopecia ("hair loss") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, rash, headache, abdominal distension, weight increased, alopecia and pelvic pain outcome was unknown. The reporter considered abdominal distension, alopecia, headache, pelvic pain, perforation, rash and weight increased to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.